Event description:
It was reported that charging port on pump appeared to be rusting and no longer held charging cord tightly. There was no reported impact to the customer¿s blood glucose level. Patient declined follow-up with technical support and was already in process for renewal pump, and no additional actions were documented.